Event description:
It was reported the patient received a power on reset (por) message. The patient was receiving radiation therapy for her bladder and she was about 20 feet from the radiation "head." It was noted for the first 2 appointments, the patient turned her implantable neurostimulator (ins) off and there was no issue. For the third appointment the patient turned her ins off but after the radiation therapy, her patient programmer showed a por condition. It was noted there were approximately 10 radiation bladder treatments. It was also reported the patient was unable to adjust stimulation. The patient programmer also displayed the "call your doctor" icon. The patient was able to clear the por. It was reported 3 days later the patient's stimulation had been restored without incident. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).